Event description:
Pt reports she has developed keratitis in her right eye. Still being treated. The investigational response from the doctor notes that the pt had infiltrative keratitis and has a history of dry eye and sleeping in the lenses, over wear and has corneal scarring as a result. This is being reported as corneal scar.

Manufacturer narrative:
This is being reported as corneal scar. Method code: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusion code: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.